Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient died. Patient presented with myocardial infraction. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. After a guide wire crossed the lesion, a 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. Difficulty crossing the lesion was encountered. Subsequently, the device crossed the lesion and while deploying the stent, the patient died. The device was successfully implanted.